Event description:
Customer reported an entire syringe of hydromorphone emptied sooner than expected. The pt required 12 doses of IV narcan totaling 1.2mg as treatment for event and had a decrease in oxygen saturation. Customer requested an event log review. The event log review determined device previously programmed with hydromorphone using a microgram dosing option. Nine hours later, device was powered off for 30 mins. When device turned back on, the user selected the restore feature. A dosing option of milligram was offered as the restored programming and user confirmed the setting. The user did receive a guardrail warning that the pca dose had exceeded the guardrail limit and another warning that the syringe volume was inadequate to deliver the programmed dose, despite these warnings, user proceeded with the infusion. Customer provided investigation results. Recommended applying hard maximum limits in guardrails. Also, reinforce with staff the importance of adhering to guardrails. Also, reinforce with staff the importance of adhering to guardrail alerts.